Manufacturer narrative:
(B)(4) the reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned stapler revealed that the staples appeared aligned, except for one partially formed staple loaded at the front of the device. The stapler was returned with the trigger unengaged, and there were signs of biological material on the device. Prior to functional testing, the partially formed misaligned staple was manually removed from the mouth of the stapler. Upon full engagement of the trigger, the first fully formed staple released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample when attempting to fire the untouched staples. Corrective action is not required at this time, as there were no functional issues found with the returned sample. Each visistat stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the partially formed staple was loaded and misaligned at the mouth of the device. It could not be conclusively determined what caused the misaligned and partially formed staple as the staple was loaded by the end user; additionally, there were no physical or functional defects observed on the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".